Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the after deploying the right atrial (ra) lead helix in the atrium the physician noticed a bending of the helix. The measurements were all excellent and the physician decided fixate the lead. The lead remains in use. No patient complications have been reported as a result of this event.